Event description:
Mics hand piece swivel screw fell out. Case type/application: tka 2.0.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: pivot mechanism - dislodged latch cam pin. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.